Event description:
It was reported that after t1 was deployed from the fast-fix 360 curved device t2 could not be deployed due to the suture being tangled. It was not the surgeon who tangled it, it was like that the when the first anchor was deployed. Since they could not deploy the second anchor they took it all out, and backup device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual assessment of the device showed no suture or ts remains on the insertion needle, however a 13¿ strand of suture and t2 were returned for evaluation. Examinations of the construct showed the suture has been cut were t1 would normally reside. T1 was not returned. T2 is missing a portion of its proximal end. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. A photo of the reported issue was also sent. The photo shows the tip of the device within the joint space with the actuator extending out of the needle tip; it likely that the suture got wrapped around the actuator due to the trigger not retracting after deployment of t1. After the evaluation, the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).